Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
The device history record for m6300t407 was reviewed and the product was produced according to product specifications. The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of 8-nov-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that an air leak occurred somewhere in the ventilator circuit, which included a suction catheter, during suctioning in the nicu. The nurses were unable to locate the air leak, but the suction catheter was replaced to eliminate potential causes of the leak. There was no reported impact to the patient. No further information has been provided at this time.

Manufacturer narrative:
One used sample was returned for evaluation. Visual examination revealed no damage to the sample. The sample was tested for leakage per closed suction catheter system peep leakage test eq-ttm-00101/3. Per the test method used, the maximum allowable flow is 50 ml/min. The sample yielded a pass result of 0.93 ml/min, the reported malfunction could not be reproduced in the lab. No root cause could be determined, as the reported event could not be confirmed. All information reasonably known as of 02 jan 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).